Event description:
The customer reported that the sys needed the hard drive replaced, the fse noted that the sys had corrupt software. This error may cause the sys to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The sys was tested and found to be working as intended and put back into service.